Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory in two segments, having been severed during the explant procedure. Visual examination also noted that the helix mechanism was in an extended position. Dried blood was noted around the helix. Subsequent testing, performed separately on each segment, did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Insulation damage was observed ~110-116 mm from the terminal end. Insulation damage characteristics are consistent with lead-on-lead abrasion.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing, with no pacing inhibition. The lead was subsequently removed and replaced. No additional adverse patient effects were reported. The product has not been returned.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing, with no pacing inhibition. The lead was subsequently removed and replaced. No additional adverse patient effects were reported. The product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time.